Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported an effusion occurred. An intellanav mifi oi ablation catheter was selected for use during a left ventricular pvc ablation procedure. The ablation procedure was successful; however, an effusion occurred while the catheter was in the patient's body. The physician "did not believe it was anything with [the intellanav mifi oi]"; it was believed that there was too much force being applied on the left ventricular septum, which could have been the cause of the effusion. A drain was placed in the pericardial space. The patient was doing fine and went home the following day.